Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 138 mg/dl, 317 mg/dl and 113 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter also alleged that within 10 minutes of the 113 mg/dl result, another back to back result of 306 was obtained on the same system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.